Event description:
It was reported that during lead revision, the set screw would not tighten during connection of the lead. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the rv set screw was rounded and stripped. During testing, a screw driver could not fully engage the set screw to apply a normal level of torque.